Event description:
Patient reported that elevated blood glucose led to hospital admission with subsequent diagnosis of dka.

Manufacturer narrative:
The patient reported that the pump's history revealed correct insulin delivery and no relevant alarms occurred. The patient disclosed that the recommended guidelines for replacing supplies (i.e. Cartridges and infusion sets) had not been followed. The user guide advises patient to change of infusion set every 2-3 days; the patient reported she changed her infusion sets every 4 days. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 02/06/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed dates of available data are (B)(4) 2012 through (B)(4) 2012. The data from the date of the alleged event had been overwritten due to continued patient use. There were no recorded alarms related to the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.